Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2018, (B)(6) complaint: (B)(4), complaint status: in process (B)(6) damaged case ¿ broken clip rail pump not bumped or dropped. No car accident. Damage is seen on: broken clip rail. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (Pump (B)(4)) country: (B)(6) input date: (B)(6) 2018 warranty start: 03/01/2017 warranty end: 02/28/2021 batch - (B)(4).

Manufacturer narrative:
Insulin pump received with broken belt clip rails. Insulin pump passed the displacement test.